Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) called customer support and reported that the pd catheter (not a fresenius product) ruptured while connected to the fresenius cycler. There were no reported issues with the cycler or any other fresenius products. The patient was referred to the emergency room. However, in a follow-up call, the patient's pd nurse clarified the pd catheter did not rupture. The nurse indicated the cap on the end of the pd catheter (not a fresenius product) came off. The nurse stated the pd catheter cap was attached to the fresenius cassette. However, the nurse confirmed there was no disconnection between the pd catheter cap and the fresenius cassette; the cap became disconnected from the pd catheter end only. Per the nurse, the patient had a new pd catheter cap placed and continues pd using the same cycler without any adverse effects. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).